Manufacturer narrative:
(B)(4) (importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012. Manufacturing site evaluation: samples received: no samples available from customer and no units in stock. Analysis and results: there are no previous complaints of this code batch. (B)(4) units ((B)(4) individual sutures) were manufactured and distributed in the market, there are no units in stock. As no samples have been received and no units are available the batch manufacturing record was reviewed and this product had a normal process and the results during the process fulfill the OEM requirements. Final conclusion: complaint is not justified. Without samples a study can not be performed to see if the affected product does not fulfill the OEM requirements. Note is taken of this incidence and if any samples are received in the future, the case will be re-opened and analyzed. Please note that when no samples are received analyzing is very limited. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to take actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. This complaint is recorded for trending analysis to assess if actions are needed in the future.

Manufacturer narrative:
(B)(4) (importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012. Manufacturing site evaluation: evaluation on-going h3 other text: no device available for evaluation.

Event description:
Country of complaint: japan. When the customer performed surgery, the needle of this product did not come off. A possibility that a needle flies was considered, and every time this product was used, it was cut with cooper.